Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated the patient was referred to an alternative physician for the next steps with assessment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1npxk, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 29-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they found out that day of the call that their wires were not working. The patient stated that day of the call the device was turned off when they met with the manufacturer representative (rep) and they found out the wires were broken. The patient reported that the device didn¿t seem to be working which they didn¿t know how long that has been the case. The patient stated they set it and came in that day to restart the device. It was noted that patient services tried to clarify this comment however the patient did not clarify. The patient stated the rep checked their system and that the device stopped working. The patient did not know when this occurred, just that they noticed lately that something was not right. The patient stated they needed an MRI for back pain (which they stated was not related to the device/therapy,) which they have had for some time. It was reviewed with the patient to check on the CT. The patient was going to follow up with their healthcare physician (hcp). There were no further complications reported.